Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that t-wave oversensing was observed on the right ventricular (rv) lead and far-field r-wave oversensing was occurring on the right atrial (ra) lead. The leads remain in use. No patient complications have been reported as a result of this event.